Event description:
It was reported that the patient passed away due to aspiration during a severe seizure on (B)(6) 2013. The vns was last checked on (B)(6) 2012 and system diagnostics checked good. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.

Event description:
On (B)(6) 2013, the physician reported that he did not see how there could be a relationship between vns and the patient¿s death. He stated that he saw the patient recently at a marathon and again at the summer special olympics, and the patient seemed fine. The patient's father stated that the patient had a seizure during the olympics, however, the patient was walking up to him (the physician) within half an hour of this seizure. The physician stated that the patient did not experience any increase in seizures and that the death was not related to vns. The physician stated that the death was probable sudep as there was no underlying event for this, and the patient fit the criteria. He stated that he heard about the death a few weeks after he last saw the patient and that there were no extenuating circumstances that preceded the death, so the death was assumed to be sudep. The physician did not have the patient's programming or diagnostic history. No other information was provided. Follow-up with another physician confirmed that there was no relationship between vns and the patient¿s death except that the patient had refractory epilepsy. He said that the vns was working fine and that the patient's device had been interrogated shortly prior to the death and had normal results. Attempts for product return showed that the device buried with the patient.